Event description:
No new information.

Manufacturer narrative:
Correction of reportability awareness date in section g3. Typo mistake of the reportability awareness date in the previous report 3008668801-2025-00092 follow-up 1.

Manufacturer narrative:
Reported event : an event regarding non-functional (the rasp was stuck got stuck in the patient's femur) involving a rh606 6 hype broach size 6 was reported. Conclusions : in accordance with procedure, serf made at least three follow-up attempts to obtain information about the device and to request its return. The batch number was not provided, and the product was not received. Documentary investigation not feasible: insufficient information to identify the device. Technical investigation not feasible: the device was not received by serf. Conclusion: the most probable cause cannot be established. Corrective action/preventive action: no action is required.

Event description:
No new information.

Event description:
The surgeon has encountered problems with hype rasps where rasp 6 was stuck in the patient's femur resulting in a risk of femur fracture and an extension of the operating time with a high risk of infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.